Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem's pump user guide specifies to use room-temperature insulin during load sequence. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level that ranged from 309-598 mg/dl. Cause was not known. Reportedly, customer was using cold insulin. Tandem technical support educated customer regarding the use of room temperature insulin. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.